Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and high sensing integrity counter (sic). In addition, possible t-wave oversensing (twos) was observed on the stored electrogram. High/undefined pacing impedance and noise was noted. The rv lead was inactivated and replacement is planned in the future. No patient complications have been reported as a result of this event.